Manufacturer narrative:
Catheter was received, with the contamination shield attached to the catheter, proximal end was approx 72cm from the tip. Upon removal of the contamination shield, a slight indentation was observed approx 47cm from the tip. The thermistor was submerged in a 37.0c water bath and read 37.2c on both vigilance I and ii monitors. Thermistor circuit was continuous. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. Syringe was not returned, testing was done using lab syringe. Visual examination was performed under microscope at 10x magnification. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. The lot number was not provided; therefore, a device history record review was not completed.

Event description:
As reported, there were 3 recent cvu patients where there seemed to be unusual swings in cardiac output results. The reporter tried to figure out if it was just a temporary glitch with new monitors installed in cvu or if the problem is catheter- or patient-related, as all 3 of these patients were very unstable. It was indicated that there were some samples of the cardiac output curves that showed "huge ranges despite what seems to be a consistent core temp and a consistent injectate temp with the correct constant. Sometimes we would see a curve below the baseline, messages of temperature baseline drift etc". The customer called the monitor company (philips) who noted that "all the clinical variables seem to have been addressed, and/or controlled for". Additional information from philips noted there have been no changes in the co module and related algorithms. One other variable was to change the temperature probe "in a case such as this - given that it may have been an older one and have problems with the injectate temperature detection". Also stated, "from what I recall, you are taping the temperature probe to the side of the injectate bag, and not using a co-set". There are cases where you can get a lot of splayed data, due to an error in accurately detecting the temperature, either in the temperature probe or the thermistor in the catheter. I know that your clinical practice has not changed, and your clinicians are pretty savvy and informed about proper technique and procedures - so most of the physiologic considerations have been eliminated. The only other variable that we talked about was related to the lvad or iabp, but this is a common scenario and has not created challenges in other sites. Unstable baselines can occur with rewarming/recirculating cooler blood flow from tissues and/or an open chest, but this has not changed in your patient population.